Manufacturer narrative:
It is unknown whether the device will be returned at this time. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
Per voluntary user facility (uf) medwatch ((B)(4)), during a fistula declot procedure, the patient began to bleed around the cook medical seven (7) fr performer introducer being used. The physician exchanged the introducer, and noticed that the wire guide being utilized was coming out of the side and not the end as the introducer was torn. It was noted that an antegrade and retrograde catheterization of the left brachial to axillary arteriovenous graft was intended to be performed; however, a fistula declot was performed. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a laceration, which was measured to be 6.1 cm in length. The laceration began a distance of 3 mm from the hub. The distal end of the sheath was also compressed to 1 mm. Additionally, a document based investigation evaluation was performed. A review of the device history record confirmed the lot was released meeting all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Additional information: lot #: 7867582. Additional information was received from the customer. There was reportedly no difficulty encountered by the customer during the removal of the device from the patient, and no additional interventions or procedures were necessitated by the product problem. The patient status is currently reported to be fine, and the patient did not have tortuous, calcified, or scarred anatomy. Although further information regarding the case is not available, the device is available for return and evaluation; however, as of the date of this report, no device has yet been received. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [pr 216777_uf medwatch.pdf] h3 other text : blank fields on this form indicate the information is unknown, or unavailable. Additional information: lot #: 7867582. Additional information was received from the customer. There was reportedly no difficulty encountered by the customer during the removal of the device from the patient, and no additional interventions or procedures were necessitated by the product problem. The patient status is currently reported to be fine, and the patient did not have tortuous, calcified, or scarred anatomy. Although further information regarding the case is not available, the device is available for return and evaluation; however, as of the date of this report, no device has yet been received. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.